Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
It was reported that the ar-1510r broke during an acl reconstruction. The surgeon followed the surgical technique and drilled the drill pin into the retrocutter. When the drill threaded onto the retrocutter the threads broke off of the ar-1510r. When the device was drilled through the tibia and withdrawn from the patient it was found that the threads from the drill guide were still attached to the drill pin with the retrocutter still attached. The patient was not harmed and the case continued with no further issues.